Manufacturer narrative:
Device was not returned to manufacturer; no evaluation could be performed.

Event description:
In 2008, a diskectomy was performed. Two inter-body spacers, as well as the cervical plate and screws, were implanted. It was subsequently noted on x-ray, approximately 3 weeks post-op, that the most cephalad screw had pulled through the hole in the plate. The patient remains asymptomatic. A revision surgery is not scheduled.